Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 1 event was confirmed. The device was affected by a fractured component. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
(B)(4). 1 device was received for evaluation. 1 event was confirmed. The device was affected by a fractured component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.